Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable cholesterol result for one patient sample. The initial result was 484 mg/dl and was reported outside the laboratory. The doctor's office called questioning the result and asked for repeat testing. On (B)(6) 2013, the sample was repeated and the result was 221 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not treated or adversely affected. The cholesterol reagent lot number was 66901301 with an expiration date of 12/31/2013. The field service representative could not duplicate the error. He found build up on the sample probes and reagent nozzles. He cleaned the reagent nozzle tips, sample probes and stir paddles. He ran controls with all results within range and checked the qc records and all were within range.